Event description:
Customer reported fluid exposure to her insulin pump. She stated that there was a bubble underneath her lcd display. She stated she had gone into the pool with her insulin pump. The customer's blood glucose was 87 mg/dl. She was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces, electronic assembly or motor. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).